Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of peritonitis with culture positive for gram negative pseudomonas and hearing issues in a patient coincident with dianeal unknown, dianeal pd4 ambuflex, and extraneal viaflex therapies for peritoneal dialysis (pd). The nurse reported that the peritonitis was unrelated to dianeal and extraneal therapies. The event of peritonitis was amended to peritonitis with culture positive for gram negative pseudomonas. On (B)(6) 2011, the patient was diagnosed with peritonitis. On an unreported date in (B)(6) 2011, treatment for the peritonitis included gentamicin (dose, frequency, and route not reported). On an unreported date in (B)(6) 2011, the patient experienced unspecified hearing issues that were related to the gentamicin. On an unreported date in (B)(6) 2011, gentamicin was discontinued. It was not reported if the patient was hospitalized due to the hearing issues. On an unreported date in (B)(6) 2011, vancomycin was initiated (dose, frequency, and route not reported) to treat the peritonitis. Upon the culture results, vancomycin was discontinued. On an unreported date in 2011, cipro and fortaz were initiated (doses, frequencies, and routes not reported) to treat the peritonitis with culture positive for gram negative pseudomonas. On (B)(6) 2011, the patient was admitted to the hospital due to the peritonitis with culture positive for gram negative pseudomonas not improving. During hospitalization on an unreported date in (B)(6) 2011, treatment included removal of pd catheter, withdrawing pd therapy, and starting the patient on hemodialysis (hd). On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering and remained on back-up hd. It was unknown if the patient would be returning to pd. The nurse reported that the peritonitis with culture positive for gram negative pseudomonas and hearing issues were unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11b07024, h11c03013, and h11f01101 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Reference (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.